Manufacturer narrative:
(B)(4). The expiration date is currently unavailable.

Event description:
The sales rep reported via phone that the metal tip on her true span 24 degree peek bent and caused the sheath to break while inserting into the patient's joint space before the implants deployed during an acl procedure. The case was completed by removing the device and using another like device. There were no patient consequences or delays. The device was discarded by the customer. Per clarification provided by the sales rep via phone on february 27, 2018, the sheath did not break in 2 or more pieces; the material scrunched up and split, but remained in one piece. There were no loose pieces and nothing fell in the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore not available for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. A review of the device history record indicated that the batch of products was processed without incident related to the reported defect on the complaint; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point, as this failure was not confirmed, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).